Event description:
It was reported by a pt/user of the fmc peritoneal dialysis (pd) liberty cycler that the device alarmed two nights ago with an air detected in cassette alarm. Pt was able to complete treatment, it was also reported that the pt stopped dialysis treatment after this event because the pt developed peritonitis.

Manufacturer narrative:
Clinical investigation concluded that the pt's med records from the dialysis ctr indicated the pt began antibiotics for peritonitis on (B)(6) 2012 which was 11 days before alarm occurred. Per the fmc physician the event of peritonitis is unlikely related to the liberty cycler machine. Product investigation concluded that there were no indications of dried fluid inside the cassette door. The alarm encountered occurred during the simulated treatment setup, due to an incorrect reading on pt sensor two. After re-zeroing the pt sensor, a subsequent simulated treatment was performed and completed without any failures. No fluid leaks in the test cassette at the completion of the test treatment. A device history record was extracted and device met requirements. This is a retrospective MDR being submitted by fresenius med care as a remediation action committed to FDA regarding all potential adverse events received between (B)(6) 2011 to (B)(6) 2013.